Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) and possible dual arrhythmia. It was noted multiple morphologies were observed in those events. Currently, this product remains in service and no additional adverse patient effects were reported.